Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and uretex were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, vaginal enterocele and urethral sphincteric deficiency.

Event description:
It was reported that following insertion the patient experienced rectocele, vaginal enterocele and urethral sphincteric deficiency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2002 the patient experienced menometrorrhagia and underwent a total vaginal hysterectomy with anterior posterior repair. (B)(4) - menometrorrhagia.

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced pain, urinary disturbances, dyspareunia and infections. (B)(4).